Event description:
It was reported that during a procedure the device was found to be over-torqued. The customer had to flash sterilize another set to complete the procedure. There was a delay of 30 minutes to bring a backup device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the angle connector was missing and the angle cover assembly was damaged.